Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to deploy the cannula or to determine any root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's wife reported that the customer's blood glucose climbed into the 400's (mg/dl) and that when they checked the pod site, they noticed that the cannula never deployed. The pod was worn between 4 and 24 hours.